Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device had a syncopal episode. It is unknown if the device caused or contributed to the syncope. Attempts to obtain additional information were unsuccessful.

Event description:
New information received indicates that the patient had another syncopal episode. Interrogation of the device confirmed no recorded episodes or no out-of-range measurements.